Event description:
It was initially reported on (B)(6) 2011, that following two days after implant patient experienced headache, nausea, spasms in neck and shoulders and left side 'hurts'. Patient was to get in touch with the physician for the same. On (B)(6) 2011, patient continued to have same symptoms and was experiencing acoustic changes. Patient had been evaluated by his implanting physician who was also his pain physician and was recommended to see a psychiatrist. Patient at the time was unaware of his pump meds and also thought that the physician had stopped the infusion, and continued to take his oral pain meds. Patient was on po valium and phenergan for his symptoms. Patient experienced additional symptoms of echoing in ears, vomiting, unable to eat anything, headache was better when patient lay down flat and did not move. Drug delivered via the pump was reported as dilaudid. As of (B)(6) 2011, patient was not better and unable to eat and drink since implant. Patient had physician appointment for the next day. On (B)(6) 2011, per the healthcare provider, the cause of the event was gastric bypass which the patient had 6 weeks earlier; experiencing symptoms related to the surgery: nausea, vomiting, weight loss. The pump and catheter were explanted. It was unknown if the patient was hospitalized.

Manufacturer narrative:
Catheter model: 8709sc, serial # (B)(4) , implanted on: (B)(6) 2011, explanted on: unk; programmer model 8835, serial # (B)(4).